Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the nozzle could not be determined, and it was unknown if the customer¿s reprocessing was implemented according to the IFU. It is likely that the foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and air/water supply did not meet the standard value due to clogging of the nozzle. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the scope connector was dirty due to water leakage, the universal cord was wrinkled and sticky, switch #4 was worn, the connecting tube was dented and discolored, switch #4 did not work due to wear, the air/water cylinder was corroded, the forceps channel port was shaved, the paint on the air/water cylinder was peeled, the suction cylinder was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water flow issues. The issue was found during pre-use inspection prior to a diagnostic procedure. The scope was noted to be used 3 times a day and pre-use checks were completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.